Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the cassette clogged during a procedure. The procedure was completed with no patient harm.

Manufacturer narrative:
The lot complaint history was reviewed, this is the sixth complaint for the finish goods lot; however, the fifth for this issue for this lot. The device history record shows the product was released per specifications. Four wet cassette paks were returned and visually inspected. No obvious defects were observed that would have contributed to the reported event. All four samples were tested on a calibrated console; all three primed and tuned with the ultrasonic hand piece successfully and could achieve maximum vacuum. No system message was generated during functional testing. No fluid or air leaks, and no cracks were observed from the connectors. The irrigation and aspiration flow rates were measured and found to be within specifications. Fluid flowed from the balance salt solution bottle through the irrigation path continuously, no fluidic anomalies were observed. No occlusion or obstruction was identified during inspection and functional testing. The root cause of the customer's complaint could not be established as the returned cassettes were evaluated and met specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Supplemental medical device report (smdr) 2019-13238-01-02 is being filed to correct the date on the initial/supplemental report, filed earlier. Incorrect date of 19-mar-2019 is being corrected to 20-mar-2019. The manufacturer internal reference number is: (B)(4).